Manufacturer narrative:
.

Event description:
The rep reported a possible pump (rotor) stall subsequent to a study performed (no date was provided). Another study is anticipated, and "if again negative," the pump will be replaced. The drug used in the pump was morphine. Add'l info has been requested from the physician.